Event description:
This is a spontaneous case report received via social media in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. It was reported that the patient experienced pain immediately following the insertion procedure. On unspecified date, a CT scan was done and revealed that the device was in 2 pieces; proximal part was in isthmal portion; and the distal was between uterus and bowei. It was planned to do a laparoscopy removal of device and a tubal ligation. No further information was provided. Follow-up received on (B)(6) 2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product quality issue. The bayer reference number for the ptc report is (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. However, based on the nature of the reported medical events a causal relationship with a potential technical deficit cannot be totally excluded. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a CT scan showed the device was in 2 pieces; with the distal part between uterus and bowel. The first event, interpreted as device breakage, is non-serious and listed according to product technical investigation (ptc) results; while the remaining event, interpreted as device migration, is serious due medical importance and listed in essure's reference safety information. Single cases have been reported of essure breakage. Also, during essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this particular case, although the exact date and mechanism of the reported events is not known; given their nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported device malfunction (breakage). Ptc analysis concluded, based on the nature of the reported medical events a causal relationship with a potential technical deficit cannot be totally excluded. No follow-up was pursued since this is a (B)(4) case.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.